Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the top of the insulin pump, possibly on the reservoir compartment, was broken. It was also stated there was a hairline crack on the battery compartment. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back up plan. Nothing further was reported.